Event description:
Event description boston scientific received information that this device had a stored ventricular tachycardia episode. The patient was not symptomatic. The clinician provided additional information to technical services for review. This device is part of the insignia microcrystal failure mode 2 advisory population as communicated to physicians on september 22, 2005.